Event description:
Event description guidant received information that this transvenous defibrillation lead experienced inappropriate shocks from double counting due to dislodgement. The lead was repositioned.